Event description:
It was reported that eight months after implant there was right ventricular noise. The lead tested acceptably and it was found that there was grommet/setscrew issue on the implantable pulse generator (ipg). When the screw was backed out, the grommet and screw came out of the device. It was noted that the initial implant was difficult with many removals of the screw. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.